Manufacturer narrative:
Technician found that the emergency trend was not working. Replaced the emergency trend valve to resolve this problem. This is a new bed that has not been delivered to the hospital.

Event description:
Info alleged that the emergency trend was not working. No injury reported.